Event description:
It was reported that this implantable pacemaker was explanted due to entering in safety mode. Another device was implanted instead. This device is expected to be returned for analysis. No further adverse patient effects were reported.